Event description:
Healthcare professional reported "trying to open it was extremely difficult and did not tear open correctly. It left parts of the paper seal on the package." The device was not implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: tyvek or thermoform sticking: observed lid delamination. No additional observations are performed. A further investigation has been requested for the event of lid delamination tyvek or thermoform sticking. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported "trying to open it was extremely difficult and did not tear open correctly. It left parts of the paper seal on the package." The device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.